Manufacturer narrative:
Correction: the correct medical device problem code should have been use of device problem, rather than device dislodged or dislocated. The correct event description should have been "it was reported that the patient presented for a follow up visit in the clinic. Fluorography showed that the left ventricle (lv) lead was dislodged and lead slack issue on the right atrial (ra) lead. The lv lead was explanted and replaced. The physician added a slack to the ra lead. The ra lead remained implanted. The patient was in stable condition.", rather than "it was reported that the patient presented for a follow up visit in the clinic. Fluorography showed that the left ventricle (lv) lead and right atrial (ra) lead were dislodged. The lv lead was explanted and replaced. The physician added a slack to the ra lead to address lead dislodgement. The ra lead remained implanted. The patient was in stable condition."

Event description:
It was reported that the patient presented for a follow up visit in the clinic. Fluorography showed that the left ventricle (lv) lead was dislodged and lead slack issue on the right atrial (ra) lead. The lv lead was explanted and replaced. The physician added a slack to the ra lead. The ra lead remained implanted. The patient was in stable condition.

Event description:
It was reported that the patient presented for a follow up visit in the clinic. Fluorography showed that the left ventricle (lv) lead and right atrial (ra) lead were dislodged. The lv lead was explanted and replaced. The physician added a slack to the ra lead to address lead dislodgement. The ra lead remained implanted. The patient was in stable condition.